Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported inability to establish final arm angle and clip open while locked was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed that the clip functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the inability to establish final arm angle and clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened when locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. The leaflets were grasped and the final arm angle (faa) was tested; however, the clip opened during faa. The leaflets were un-grasped and the clip was brought back to the left atrium. Faa was tested again and was successful. The clip was brought back to the mitral valve, and the leaflets were grasped. Faa was tested again, and the clip opened. The cds was removed and replaced. Two clips were implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.